Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 565 mg/dl. The bg level was addressed with a bolus. It was unknown what the cause of the elevated bg was. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed.